Event description:
It was reported that the programmer "crashed" and when booting back up there was "corruption to the hard drive" per the caller and session-sync was gone. It was further noted that the programmer had "intermittent boot issues." The programmer was returned for service. There was no patient involvement indicated as being associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the programmer would not boot and has an intermittent hard drive error. The hard drive makes intermittent noise. The hinge plate screw is missing. System fan is noisy.